Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. The device history record (DHR) was unable to be reviewed for this device, however, olympus only releases products to market that meet all manufacturing specifications and final product release criteria. The manufacturing date was unable to be determined. Based on the results of the investigation, and because the device was not returned for evaluation, the definitive root cause of the broken clips could not be determined. It is possible that external stress was applied to lock lever of connecting tube, which may have caused the user to have applied force toward the incorrect direction. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: ¿visually inspect the connecting tube to ensure that there are no cracks, breaks, rips, scratches, attached debris, or other irregularities. Move the lock levers of the reprocessor side connector to make sure that they function properly and are not broken.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported that she had 4 oer-elite connecting tubes with broken clips. According to the initial reporter, the attachment clips on the sides of connectors had broken off. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. This is report 1 of 4. For the remaining reports please reference patient identifiers: (B)(6).

Manufacturer narrative:
The device has not been returned for evaluation. If additional information becomes available prior to the conclusion of the investigation, a supplemental report will be filed.